Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Testing was performed, the device found no issue with "alarming pump stopped will not load cartridge". The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The rear housing was replaced as preventive measure and the front housing was replaced as part of the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming pump stopped and will not load cartridge. No patient consequences were reported. No adverse effects were reported.